Event description:
It was reported that there was a cardiac perforation, and pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the pigtail wire into the left atrium. The was was then advanced over the wire into the patient. 20-30 seconds later the patients' blood pressure dropped and a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis and drained 820cc of blood from the patient. The patient was also given protamine at this time. The patient stabilized and was transferred to the intensive care unit with the drain still in place to monitor overnight. The physician suspected the wire used to exchange the transeptal sheath for the watchman trusteer, perforated the right atrium. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event. It was further reported that the patient made a full recovery and has since been discharged home.

Event description:
It was reported that there was a cardiac perforation, and pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the pigtail wire into the left atrium. The was then advanced over the wire into the patient. 20-30 seconds later the patients' blood pressure dropped and a pericardial effusion with cardiac tamponade was noted. The physician performed a pericardiocentesis and drained 820cc of blood from the patient. The patient was also given protamine at this time. The patient stabilized and was transferred to the intensive care unit with the drain still in place to monitor overnight. The physician suspected the wire used to exchange the transeptal sheath for the watchman trusteer, perforated the right atrium. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.